Event description:
While the patient was undergoing a transjugular liver biopsy, the tip broke off of the catheter. There was an attempt to remove the tip, to no avail. The tip was left inside of the patient.